Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set site. The customer&#38112;blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the bg level. The next day the bg level was 205 and the customer was to deliver another correction bolus. The customer declined tandem technical support's offer to troubleshoot as the customer thought the 205 mg/dl bg was due to the occlusion from the day before.